Event description:
I started using the willow pump approx 2 months ago. The device stays in stimulation mode for longer than it should. Contacted company about this problem several times. Caused tearing/cuts on nipples so ordered a bigger suction tube based on info provided on website of possible wrong tube size. Wore new tubes for about a week or so and still had issues and during one of the pumping sessions, I felt a pinch and when I removed the pump, I found I had been injured from the device. I took pictures and also noticed blood all in the device and milk. I have pictures of this as well. I had to remove the skin that was ripped away but still slightly attached. I had large cuts/rips in the nipple area. I had to slow pump and pump through the pain with another pump I had. It took days to do this without pain. I couldn't just stop pumping due to fear of mastitis. I have lost milk supply and trying to get it back to where it was prior to the injury to continue to feed the baby. FDA safety report ID# (B)(4).